Event description:
Rapid overinfusion of IV nitroglycerin via a carefusion alaris IV pump module device. IV nitroglycerin was hung on pt at 1850 pm. The alaris pump module was programmed for nitroglycerin 50 mg/250 cc ns bottle to run at a rate of 3 cc/hr which was equivalent to 10 mcg/min. Approximately an hour later, the pump was alarming "air in line". The nurse checked the IV bottle and found it to be empty. The areas around the IV bottle, the pump, the pt, and the bed were all checked for any fluid that may have leaked out. None was found. Pt complained of headache and became hypotensive. History log on IV pump was viewed at that time and showed a total of 3.8 cc total volume infused. The entire bottle (250 cc) of nitroglycerin was empty. Device was removed from service and sent to facility biomed department for assessment and reviewed. Biomed specialist and pharmacy director downloaded the memory log of the pump. Log showed correct programming for a nitroglycerin infusion. Correct volume and dosing programmed on pump. Total volume infused 3.8 cc. The incident was report to carefusion and device was then sent back to them for review. The device was later returned to our facility with a statement "investigation showed no programming issues from a review of the event log that would explain why the nitroglycerine was empty after only an hour, and no functional issues were observed with the device, so we were unable to determine cause of the overinfusion".